Event description:
It was reported that the device was explanted. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of approximately 80.2, due to mitral regurgitation. It was also noted in the operative report that the ring was 50% dehisced.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code "703". This condition interrupted a patient infusion. The pump was swapped out and the infusion resumed on a different device. No patient injury, medical intervention necessary, or adverse reaction has been reported in association with this event. No additional information is available.the user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided during product evaluation. The user interface module (uim) printed circuit board, pumphead module (phm) assembly, and the uim to phm signal and power harnesses were replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a (B)(6) study, pt underwent a kyphoplasty procedure on level t12. A cement extravasation in the venous vein to level t12 was noted. There were no pt complications. No add'l info was reported.